Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported on intermittent occasions, that the customer needed to press the wake button multiple times before the screen turned on. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was 236 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.